Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter, product ID 8784, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 29-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen (2000 mcg/ml) via an implantable infusion pump. It was reported that the pump had turned and now the catheter was pinched. The issue was found in (B)(6) 2020. It was noted that the patient was working with their healthcare provider and would follow up.